Event description:
A surgeon reported a pt with a myopic surprise following bilateral intraocular lens (iol) implant surgeries. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/14/2009, 07/21/2009, and 07/29/2009 by phone, fax, and mail. A completed questionaire has not been received. This report was mailed to FDA on; 08/07/2009.